Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Patient presented in sinus rhythm. Length of membranous septum was 3mm. There was on calcification from the annulus to the sub valvular to the left ventricular outflow tract (lvot). During the second recapture, the patient developed complete atrioventricular block (cavb). Temporary pacing was initiated. The navitor was implanted at a depth of 3mm on both non-coronary and left coronary cusps. The patient left the operating room with a temporary pacemaker. Post procedure the patient was reported to be stable. No permanent pacemaker was necessary, and the patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient developed complete atrioventricular block (cavb) during second recapture. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported intervention was a result of case-specific circumstances as a temporary pacing was initiated. Post procedure the patient was reported to be stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.